Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date that the incident occurred is unknown. The date entered is based on the customer report of "18th or 19th". All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer had initially reported receiving lower readings on the adc freestyle libre sensor compared to built-in meter. On (B)(6) 2021, customer reported that due to delivery issue involving the replacement product, customer was unable to test and therefore experienced a medical event. Customer experienced a loss of consciousness and later was able to self-treat with a piece of dry fruit provided by a third party. There was no report of death or permanent injury associated with this event.